Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reta0735 showed two other similar product complaint(s) from this lot number. ((B)(4)).

Event description:
"A leaking PICC was investigated and PICC found to still have stylet inside catheter. Bend in catheter and stylet had caused crack or leak at hub of stylet. IV fluids were connected to lure on stylet which had not been removed. Connector for fluid delivery was missing from set-up."